Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# lb0605, implanted: (B)(6) 2003, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that reprogramming did not provide the patient adequate coverage. They stated that the patient is seeing a neurosurgeon for possible revision. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# lb0605, implanted: (B)(6) 2003, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) 2019-10-09. It was reported the healthcare provider (hcp) is doing a lead revision because the patient was having impedance issues. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator. It as reported that the patient experienced a loss of stimulation coverage and an increase in pain. Additionally, the patient reported several falls; however specific dates were unknown. An impedance check showed that there were out of range values on electrodes 0, 3, 9, 10, and 11. The manufacturer representative had tried programming around the affected electrodes using high frequency programming and was going to follow-up with the patient to determine if the issue was resolved. A surgical intervention was not performed at the time of the report; however, it was unknown if one would be planned. There were no further complications reported.